Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was complications from diabetes the caller did not know the customer's blood glucose at the time of passing. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected over forty-eight hours prior to passing and the customer was treated with manual injections. The customer was not using sensors. The caller declined to return the insulin pump for analysis.